Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Evidence of excessive meal announcements was found. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely the result of increased correctional insulin due to maladaptive behaviors from multiple meal announcements on days leading up to the event and not announcing meals consumed due to not feeling comfortable with glucose values below 90 mg/dl as outlined in the case report. The audio setting was also logged as "off" at the time of the event which likely further contributed to the severity of the hypoglycemia. The user's ilet was factory reset and they received re-training from their clinical diabetes specialist (cds).

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a severe hypoglycemic episode with a bg level of 36 mg/dl, lasting approximately 30 minutes. The user reported feeling sweaty, clammy, weak, unable to walk, and loss of consciousness. Co-workers at the hospital where the user works assisted in transporting the user to the ER in a wheelchair. Treatment included a glucagon injection, and the user was discharged approximately two hours later. A follow-up with a beta bionics clinical diabetes specialist (cds) revealed the user frequently consumes food to prevent lows, stating discomfort at bg levels below 90 mg/dl. Education was provided on proper bg ranges, hypoglycemia management, and pump use, including a factory reset and meal announcement review. Despite these efforts, the user later reported continued hypoglycemic episodes and decided to revert to their previous pump, citing concerns about job security and dissatisfaction with the ilet system. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the first low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00629.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.